Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb). Visual inspection did not reveal any anomalies. Bench analysis found that all low battery tests met specifications. Functional testing passed. Conclusion: could not confirm the intermittent failure found during service and repair of the device.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis found the device failed incoming functional testing; main printed circuit board assembly is out of electrical specification. Analysis also found the interconnect flex is out of mechanical specification. Upper case, lower case, and one side bail cover are broken. (B)(4).